Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirms from the analysis conducted during this investigation, it was confirmed that the t-handle fractured by brittle overload. An overload fracture can occur if the mechanical loads applied to the t-handle exceed the strength of the material. It was unknown if the fracture was initiated in a prior surgery. The broken pieces were not returned with the device. The device exhibits signs of significant use and wear. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that, during an internal fixation surgery, the tip of a t-handle broke off. Surgery was resumed, without any delay, with a back-up device. All pieces were recovered and it is unknown if the patient was injured as consequence of this problem.